Event description:
Facility reported that the tip of the wire (stylet) allegedly broke off inside of a single lumen PICC. Facility reported that placement was attempted on the left arm in the basilic vein. The PICC was reported to have final placement in the right arm done in ir.

Manufacturer narrative:
The complaint of a damaged stylet was inconclusive due to the nature of the sample. The returned product was one 4fr s/l powerpicc solo catheter. The catheter tubing terminated at the 44cm depth marking microscopic inspection of the distal tip of the catheter revealed glossy striations typical of a sharp instrument cut. Fluid residue was observed on the luer hub. An attempt to infuse water through the sample using a 12ml syringe revealed that the sample was patent to infusion and aspiration with no observed leaks. Tactile inspection of the sample revealed tensile weakness throughout the catheter tubing. The observed weakness was particularly pronounced between the 20cm depth marking and the distal tip of the sample. The implicated stylet was not returned for eval. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reyl0250 showed no other similar product complaint(s) from these lot numbers.